Event description:
It was reported that during the attempted implant of a transcatheter valve, the deployment of the valve was attempted 3 times and recaptured 3 times due to the valve dislodging ventricular. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's left ventricular outflow tract (lvot) tapered out to 9 millimeters (mm) which contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {gwbc30}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5mm and the implant depth on the left coronary cusp (lcc) was 15 mm. After valve dislodgement, the valve was at the same implant depth. Additionally, a medtronic guidewire was used during the procedure.